Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was 90% stenotic, moderately calcified and moderately tortuous in the right coronary artery (rca). The lesion was pre-dilated with a maverick balloon. After predilation, the physician attempted to cross the lesion with a taxus express2 8.8% 2.75 x 20 mm stent, however, could not cross the lesion. After withdrawing the stent out of the pt's body without complicatons, the physician noticed that one of the struts had been lifted. No pt injuries were reported. The procedure was successfully completed with another of the same device. Pt status is reported as "satisfactory/good."